Event description:
The company received a report that during a routine replacement, the cuff would not deflate.

Manufacturer narrative:
Information provided by the customer on 05/11/2010, revealed that the end clinician cut the pilot balloon and the cuff deflated. The customer confirmed that the reported failed cuff was discovered during routine replacement of the tube. The sample was discarded since the pilot balloon was cut. No sample available for investigation and no lot number provided. Information has been added to the database for trending purposes.